Manufacturer narrative:
This report is being amended to reflect changes. This report will be amended when our investigation is complete.

Event description:
It is further reported that the patient underwent a revision due to pain and possible loosening of the tibial component.

Manufacturer narrative:
(B)(4). Other devices used: catalog #42530007101, persona cr porous femoral component, lot #62621350; catalog #42512000510, persona cr vivacit e articular surface, lot #62762714; this report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent a postoperative manipulation under anesthesia due to limited mobility. Subsequently, the patient is experiencing pain, swelling, loss of range of motion and clicking noise. A revision has been scheduled.

Manufacturer narrative:
The device history record was reviewed and no deviations or anomalies were found. No devices or photos were received; therefore the condition of the components is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. X-rays provided appear as though all the subcomponents are properly assembled. A field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall z-1266-2015 contains the related tibial lot number. The CAPA investigation determined that the likely root causes for the higher than anticipated complaint rate is that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Manufacturer narrative:
Concomitant medical product: persona femur trabecular metal cruciate retaining (cr) left size 9, catalog# 42502206601, lot# 62621350; nexgen trabecular metal standard primary patella size 35 dia thickness 10mm, catalog# 00587806535, lot# 62688970; persona vivacit-e highly crosslinked polyethylene articular surface fixed bearing cruciate retaining (cr) left 10mm height, catalog# 42512000510, lot# 62762714.

Event description:
It is reported that the patient underwent a postoperative manipulation under anesthesia due to limited mobility. Subsequently, the patient is experiencing pain, swelling, loss of range of motion and clicking noise.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. X-ray review indicates that the pre-revision x-rays show left total knee arthroplasty tibial component exhibiting a mild 2° varus alignment and small radiolucency underlying the medial tibial tray, possible for osteolysis. Bones appear osteopenic. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent manipulation for the left knee approximately 2 month post primary surgery, due to lack of mobility and stiffness. Subsequently, the patient underwent a left total knee revision surgery approximately 1 year post primary surgery, due to pain, swelling, loss of range of motion and clicking noise.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned tibial component shows nicks and gouges. There is scattered bone ingrowth through out the trabecular metal side of the plate. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause was determined to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.